Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The herculink elite referenced in b5 is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.na

Event description:
It was reported that the emboshield nav6 barewire was advanced to the left vertebral artery. A viatrac balloon dilatation catheter was traversed over the barewire and the bdc was used without incident. The bdc was removed. The 5.0x12 mm herculink elite stent delivery system was loaded on to the barewire, but was unable to be advanced on the wire. The sds did not enter the introducer sheath. The sds was unable to be removed from the barewire, so the barewire and sds were removed together as a unit. Outside the anatomy, the sds was able to be removed from the barewire with a fair amount of force. Another barewire and another herculink were used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional analysis was performed on the returned product. The reported difficulty was not able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the rx herculink elite stent delivery system (sds) and barewire were not coaxially aligned during insertion, resulting in the reported difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the emboshield nav6 barewire was advanced to the left vertebral artery. A viatrac balloon dilatation catheter was traversed over the barewire and the bdc was used without incident. The bdc was removed. The 5.0x12 mm herculink elite stent delivery system was loaded on to the barewire, but was unable to be advanced on the wire. The sds did not enter the introducer sheath. The sds was unable to be removed from the barewire, so the barewire and sds were removed together as a unit. Outside the anatomy, the sds was able to be removed from the barewire with a fair amount of force. Another barewire and another herculink were used to complete the procedure without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.